Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 1:10pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿255 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not report what diabetes management routine she was following or if she made any change to this routine in response to the alleged inaccuracy issue. The patient reported that an unspecified time later she developed symptoms of ¿shaking and almost passed out¿. There was no report of any treatment or medical intervention received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient¿s test strips had been stored correctly and were within their expiry/discard date. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.